Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6947-75, lead, implanted: (B)(6) 2009. (B)(4).